Event description:
Pt in the process of a coronary angioplasty for right coronary artery. After successful serial balloon inflation of the occlusion, the balloon was withdrawn. Then a 3.0 x 28mm promus drug-eluting stent was advanced to the right coronary vessel. Once the stent balloon entered the artery, it would not advance. Efforts to pull stent balloon combination met with resistance. The balloon stent were drawn back to guide catheter and the unit was withdrawn as a unit. A vascular surgeon retrieved the unit from the femoral artery. The stent appeared to have crimped on entry to the right coronary artery.